Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: procedure being performed? Lot number of the actual device only with the reported difficulty?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and mesh was used. During the procedure, the mesh was frayed badly when it was trimmed before use. The mesh was not used on the patient. Another like device was used to complete the procedure. There were no adverse patient consequences reported.